Event description:
The customer reported the system failed to save pt images. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as the customer chose not to have the system repaired. Alternative measures were made by the customer.